Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure (batch no. C64466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), fungal infection ("mycosis"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), disturbance in attention ("attention difficulties") and memory impairment ("memory difficulties"). The patient was treated with hysterectomy and essure was removed on (B)(6) 2018. At the time of the report, the back pain, dizziness, fungal infection, menorrhagia, adenomyosis, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, disturbance in attention, dizziness, fungal infection, memory impairment and menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-feb-2018 for the following meddra preferred terms: -back pain: 493 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lumbar pain") in a female patient who had essure (batch no. C64466) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015 the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), fungal infection ("mycosis"), menorrhagia ("menorrhagia"), adenomyosis ("adenomyosis"), disturbance in attention ("attention difficulties") and memory impairment ("memory difficulties"). The patient was treated with surgery (hysterectomy was performed). Essure was removed on 9-jan-2018. At the time of the report, the back pain, dizziness, fungal infection, menorrhagia, adenomyosis, disturbance in attention and memory impairment outcome was unknown. The reporter provided no causality assessment for adenomyosis, back pain, disturbance in attention, dizziness, fungal infection, memory impairment and menorrhagia with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: back pain. The analysis revealed 498 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.